Manufacturer narrative:
E. Facility name. Street 1. Street 2. City. Country. Postal code: these fields were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac revascularization procedure, an autolog wash kit was found to be leaking saline solution. The device arrived in its original sealed box and was installed without any initial problems. However, upon filling the device with saline solution, a leak was observed from one side. Despite no alerts being displayed on the screen, the leak increased when the process began, leading to the discontinuation of the device's use. The physician decided to terminate the procedure without replacing the device. No patient complications have been reported as a result of this event. Medtronic received additional information that the leak was observed coming only from the wash kit. There was no damage noted in the instrument or the disposable. There was no visual, audible, or performance abnormalities. The bowl or tubing was not re-seated/rein stalled/replaced. The fill (fluid) level of the reservoir, holding, saline, and waste bag at the time of the issue was 250cc. There was no blood leak. The device leaked saline solution when purging the equipment, therefore, there was no blood loss in the equipment. No transfusion was required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection of the bowl and the manifold shows no abnormalities which may have contributed to the r eported incident. Note: the customer has provided a video showing evidence of a leak at the bowl. The bowl was connected to a wash kit tubing set and was run a couple times using di water with no leaks observed. Reason for the return was visually confirmed by the video provided by the customer however, it was not replicated in the lab. Additional info h6: updated the annex b code additional info h6: updated the annex c code additional info d9: device return date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.